Event description:
The customer reported that during a patient event, their device lost power. The patient did survive the event and the customer stated that the reported loss of power did not negatively contribute to the patient care. Additional details regarding the patient event were not provided by the customer

Manufacturer narrative:
Physio-control evaluated the device and was able to duplicate the reported loss of power. The battery connector pins were found to be loose. Once the pins were properly tightened and torqued, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.